Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump alarmed for battery depletion as soon as it was unplugged from the power supply. The issue occurred during infusion as the cardiac patient was receiving an infusion of vasopressin. There were no adverse events reported.